Event description:
Per the clinic, the patient experienced skin complications due to MRI. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2023 in order to replace the internal magnet.

Manufacturer narrative:
This report is submitted on april 25, 2024.